Event description:
The physician attempted to deploy a resolute integrity 2.25 x 30 mm otw drug eluting stent. It was reported that a proximal strut was lifted after the initial attempt to deploy the stent. Another medtronic device was used with no issues reported. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Results and conclusions: (root cause is undetermined). (Stent deformation). (Device or procedural images were not returned for review). (B)(4).